Manufacturer narrative:
(B)(4). The actual sample has been returned for evaluation. The visual examination revealed that one sides of the fixation tab had sheared off from the rest of the device when the fixation tab is overstressed.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2015 and suture were used for suturing hip fascia. During the procedure, when the suture was pulled through the first pass, the half of the tab broke. The surgeon opined that the reason why it pulled through is because it only had 1/2 a tab on it. The procedure completed with a like suture. There were no patient consequences reported.